Event description:
Customer reported to beckman coulter, inc. (Bec) that there was clear liquid leaking from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. Customer reported that the liquid was coming from the location of the manual aspiration probe connection to the bsv disk. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing through pinch valve pv42 was cut. The fse replaced the tubing. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).